Event description:
It was reported that the lead apparently fractured, and was capped and replaced. The lead was later explanted due to endocarditis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments and was analyzed. No anomalies were found. Several conductors were distorted, including the distal conductor, and the defib conductor was fractured (overstress). Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking. The inner and outer tubing was kinked/buckled and torn, and the outer insulation was torn. The exposed defib coil exhibited a white substance, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been stretched and exhibited apparent explant damage.